Event description:
It was reported that during the procedure for treatment of a total occlusion of the proximal right coronary artery, pre-dilatation was performed. A 2.5x38 rx xience prime stent delivery system was advanced but could not cross and the sds tip broke. There was a significant delay in the procedure due to the failure to cross; however, there was no adverse patient effect. No additional information was provided. Return device analysis revealed that the tip was not separated; however, the hypotube was separated at the proximal end.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.